Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products; associated mdrs #1225714-2014-01545, and 01546.

Event description:
The plaintiff's attorney alleged that on (B)(6) 2010 the decedent experienced a cardiovascular event and subsequently expired after the use of the product.